Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during an unspecified surgical procedure it was observed that the air oscillator device would not vibrate anymore. It was noted that the device would stop cutting the bone in strength, but when it was not in contact with the bone the device would work perfectly. It was not reported if there was a delay in the procedure or if there was a spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and found that the motor power was too low. It was also noted that the device failed pre-repair diagnostic tests for frequency (min. 12'000 to 16'000 osc/min.). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.